Manufacturer narrative:
Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported since the da vinci si procedure was aborted post anesthesia due to the alleged issue of the device.

Event description:
The reporter alleged that they were unable to align the endoscope and could not calibrate the image. The alleged issue happened during a da vinci si hysterectomy procedure. One laparoscopic port was placed in the patient. Due to the alleged issue with the device, the surgeon aborted the da vinci surgical procedure post anesthesia. The patient was taken to recovery room and her operation was rescheduled. There was no harm to the patient. The site contacted the field service engineer (fse) who came out to the site and noticed that the camera head looked as if it had been dropped. Fse replaced the camera head and the alleged issue was resolved no further clinical information has been provided about the incident.